Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's medtronic startright representative that the customer's blood glucose went over 400 mg/dl. Troubleshooting was declined since the customer believed he knew why his blood glucose increased so much. No products were returned or replaced.